Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in leeds, united kingdom. During device testing by livanova field service representative coolant temperature was checked and after confirming with the device service manual it was deduced that there was a refrigerant gas loss. Therefore, there is a possibility that heater cooler water gets into the coolant lines and then to the compressor. This appears to cause a high current draw, thus tripping the mains power. In order to solve the issue, the complete cooling circuit must be reassembled. Due to the reassembling, the motors and the valve block will be replaced. Pressure test, evacuation, refill, test run, cleaning and functional test will be performed. However, this repair is not recommended from an economic perspective. Customer agreed to scrap the device. No other similar events about cooling malfunction have been reported on the involved serial number since its installation in 2016. Based on the investigation results, the root cause of the reported issue was traced back to a degradation of cooling coil (coil micro-hole formation) leading to refrigerant leak and water entering the refrigeration cycle damaging the compressor.

Event description:
Livanova deutschland received a report that during the repair activity by a livanova field service representative of a heater-cooler system 3t claimed for insufficient cooling of cardioplegia side. During troubleshooting the device tripped mains supply when compressor should start. In detail, the breaker of the specific socket where the 3t system was plugged in tripped. There was no patient involvement.